Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced dysuria, urinary frequency/urgency, urinary tract infections, chronic postvoid retention, midurethral tenderness, suprapubic pain and irritative voiding dysfunction.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional information from the importer report: (B)(6) 2012, uretex sup urethral support system, catalog #485013, (B)(6). Attorney.